Event description:
A tandem mobi cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. Although the caller was initially unable to reload the original cartridge and faced challenges with loading a new one, they ultimately managed to load a cartridge and resume insulin therapy, resolving the issue.